Manufacturer narrative:
Product was not available for evaluation. Review of the DHR for the production lot did not reveal any information relevant to the investigation into the cause of the event reported.

Event description:
It has been reported that the device "went back into [the patient's] spinal canal and damaged his nerve". Subsequently, a surgical procedure was performed to remove the device. The patient has reported suffering from pain.